Event description:
It was reported that the patient had right ventricle (rv) dysfunction post left ventricular assist device (lvad). An echocardiogram (echo) was performed on (B)(6)2020 with the heartmate 3 (hm3) lvad at 5800 revolutions per minute (rpm). The end-diastolic diameter (edd) was 3.9 centimeters (cm) and the ejection fraction (ef) was 20%. The aortic valve opened somewhat every beat. The rpm was increased to 5800 and the aortic valve continued to open somewhat but less than before performed at that rpm. There was mild left ventricular hypertrophy (lvh). There was likely mild rv dilation/systolic dysfunction. There was trace mitral regurgitation (mr) and trace tricuspid regurgitation (tr). The right atrial pressure (rap) was likely normal. There was trivial pericardial effusion. At 6000 rpm, the aortic valve opened every third beat. An echo was performed on (B)(6)2020 with the hm3 lvad at 5800 rpm. The edd was 3.8 cm and ef was 45-50% (based mostly on clip 24). There was mild lvh and mild rv dilation/low normal function. The aortic valve opened somewhat every beat. There was mild aortic sclerosis and trace aortic insufficiency (ai). There was trace mr and tr. The rap was 3. An echo and ramp down study was performed on (B)(6)2021 with the hm3 at 5600 rpm. The edd was 4.9 cm and ef was 50-55%. There was mild lvh and mild rv dilation/dysfunction. There was mild aortic valve sclerosis, and the aortic valve opened every beat. There was trace ai, mr and tr. The pulmonary arterial systolic pressure (pasp) was inaccurate. The rap was normal. The rpm was decreased to 4000. The edd was then 5 cm and ef was 55-60%. There was no change in rv function. There was trace mr and tr. The rap was 3 millimeters of mercury (mmhg). An echo was performed on (B)(6)2021 with the hm3 at 5600 rpm. The left ventricle (lv) was normal size and ef was 50-55%. There was mild lvh. There was mild rv dilation, and low normal or mild systolic dysfunction. There was a fractional area change of 24%. There was flow across the aortic valve every beat but the left ventricular outflow tract velocity time integral (lvot vti) was only 7.5 cm but interrogation was inadequate. There was trace ai, trace mr, and trace tr. The rap was 3. An echo was performed on (B)(6)2022 with the hm3 lvad at 5500 rpm. There was normal lv size and mild systolic dysfunction. The ef was 40-45%. There was mild lvh. The rv was not well visualized and there was mild dilation, and mild systolic dysfunction. The aortic valve opened halfway every beat. There was mild sclerosis of the aortic valve without stenosis. There was trace ai, trace mr and trace tr. The pasp was 17 and was inaccurate. The rap was 3. An echo was performed on (B)(6)2023 with the hm3 lvad at 5500 rpm. The edd was 4.7 cm and ef was 45%. There was mild lvh. There was mild rv dilation and dysfunction. The aortic valve opened every beat. There was no ai or mr. There was trace tr. The pasp could not be assessed. The rap was 3. A near-normal ef was seen on an echo performed on (B)(6)2024. The ef was 50% and there was mild rv dysfunction. An echo was performed on (B)(6)2024 with the hm3 lvad at 5500rpm. The flow was 2.7 liters per minute (lpm). The edd was 4.5 cm and ef was 50%. There was mild lvh at the midline interventricular septum. There was mild rv dilation/low normal function. The aortic valve opened every beat. There was trace ai. There was mild or mild/moderate mr. There was trace tr. The pasp/rap could not be assessed. The mr was not significant on the recent echo. The patient was on eplerenone.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.